Event description:
It was reported that a patient experienced sepsis and subsequently passed away coincident with peritoneal dialysis therapy. The cause of the sepsis was unknown. It was not reported if the patient was hospitalized prior to or at the time of death. Treatment for the sepsis was not reported. It was not reported if dianeal therapy was ongoing up until the time of death. It was not reported if the patient was performing therapy with a baxter healthcare device and/or baxter healthcare solution(s) at the time of death. The cause of death was reported to be sepsis and it was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date, the patient experienced sepsis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the device was not returned and the lot number is unknown, a device evaluation could not be completed. Should additional relevant information become available, a supplemental report will be submitted.